Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's parents found the patient having a seizure around 7:00 am. The patient uses insulet omnipod5 in modified closed loop. At the time, her dexcom continuous glucose monitor showed egv of 115 mg/dl, and her fingerstick test was 60 mg/dl when they approached her, she did not recognize them, was confused about her surroundings, and had difficulty with coordination. She appeared extremely tired and disoriented. Her parents gave her juice and walk her around it took approximately 30 to 45 minutes for her to begin recognizing them and regaining awareness. Around 10-11 pm the bg was 80 mg/dl while the egv was 220 mg/dl. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. When the patient was having a seizure, the reported glucose values fall within the c zone of the parkes error grid. Around 10-11 pm, the reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.